Manufacturer narrative:
Follow-up #1 date of submission 10/03/2014-device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: a visual inspection of the pump found some cosmetic damages. The keypad cover was peeling from the base. The battery cap was not returned and a test cap was used in the evaluation. The pump powered up and functioned properly. No tactile issues were found with any of the buttons. Removal of the keypad cover did not find contamination under the button contacts. The reported underresponsive button issue was not duplicated in the investigation.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2014, the distributor contacted animas, alleging that the ¿up' arrow button was under responsive. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.